Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not conclusively be established through this evaluation. In addition, an analysis of the log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted system controller event log file contained data on (B)(6) 2020 from 17:24:51 through 21:29:36. It was noted that the patient was found unresponsive at approximately 18:00:00. Low flow alarms were observed throughout the duration of the file and appeared to decrease gradually down to zero liters per minute (lpm). The submitted controller periodic log file contained data from on (B)(6) 2020 at 05:38:48 through on (B)(6) 2020 at 20:38:17. Starting on (B)(6) 2020 at 13:38:17, the flow started to gradually decrease down to 0 rpm. Low flow alarms were associated with the observed event. For the duration of the files, the pump operated as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14feb2020. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found at home unresponsive with their vad alarming. It was stated that the patient had a known small left ventricle size and with a known right ventricular function prior to implant. The last echo was performed on (B)(6) 2020 found that the av opened every beat and septum was bowed to the left. On (B)(6) 2020 the patient was found in the sitting position leaning against the wall on the floor with the lvad alarming when the family arrived at 1800. Emergency medical services pronounced the patient upon arrival as it appeared that the patient had been deceased for several hours. Cause of death unknown. The patient was last seen on (B)(6) 2020, the patient felt hypovolemic on the exam and was instructed to decrease their diuretic dose. The patient also had complaints of lightheadedness with changes in position in the morning and multiple pi events that were noted on interrogation. It was noted that the patient refused to change diuretic dosing. Suspected cause of death was arrhythmia related to suction event due to over diuresis or a fall. It is noted that these were theories which are unable to be proven without an autopsy. An autopsy was declined. It was stated that it was unknown whether the death was device related. A log file was sent in for review which found many low flow alarms throughout the file as well as a drop in power and pi in a downward trend. No further information was provided. It was stated that the pump had operated as intended.